Manufacturer narrative:
Additional information received reported that the stent graft limb (B)(4) in the right common iliac artery was considered to be undersized. Because the dissection site in the right cia became larger than expected and the stent graft was undersized, a type ib endoleak occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c156ej, serial/lot #: (B)(4), ubd: 27-oct-2018, UDI#: (B)(4); product ID: etlw1620c156ej, serial/lot #: (B)(4), ubd: 16-nov-2018, UDI#: (B)(4); product ID: etcf2828c49ej, serial/lot #: (B)(4), ubd: 02-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported approximately 1 year post the index procedure, the aneurysm ruptured and laparotomy was performed. It was unable to be confirmed on CT the type of endoleak but it was noted as a possible that a type ib. As per the physician, the cause of the event was due to undersizing of the stent graft implanted in the right cia. It was noted that there had been a dissection in the right cia and sizing was performed based on this region. However, the dissected region then resolved and so it is possible that a type ib or type ii resulted. No additional clinical sequelae were reported and the patient will be monitored.